Event description:
The customer reported that the alarm did not go off at the correct time on the bedside monitor. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the alarm did not go off at the correct time on the bedside monitor. According to the customer, the patient was on a nerve block and the alarm did not go off at the correct heart rate (hr). The patient's hr was in the 30's, but the unit was alarming as if it was 60's or 80's. Technical support (ts) and the clinical department are working with the customer to resolve the reported issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unknown. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unknown. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unknown. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; unknown.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) did not alarm for vtac. The patient's heart rate (hr) was in the 30s, but the device was alarming as if it was 60s or 80s. No harm or injury was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer sent in the event printouts for nka clinical to review but the printouts were not of adequate size for proper analysis. Due to a delay in customer response, by the time nka clinical was able to get in contact with the customer, the data on the g9 monitor pertaining to the event was no longer available. The initial review of the printout did reveal that the unit did have alarming capabilities. As ECG alarms are controlled by the alarm settings, possible causes maybe related to incorrect settings. Other causes may be related to sensor placement on the patient or the user silencing the alarm. A serial number review of the reported device does not reveal additional related complaints.

Event description:
The customer reported that the bedside monitor (bsm) did not alarm for vtac. There was no patient injury reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?.

Event description:
The customer reported that the bedside monitor (bsm) did not alarm for vtac. There was no patient injury reported.